Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: 50 s wand was used in ankle scope and burned patients skin, patient got burn mark, unknown delay. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Per visual and functional testing no defect and/or manufacturing related condition was observed that could have contributed to the reported event. The probable root cause/s could be activation of the probe during removal from the joint space, inadequate suction causing hot saline to leak from the joint space. The failure mode will be monitored for future. Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the wand "burned patients skin, patient got burn mark".

Manufacturer narrative:
Alleged failure: 50 s wand was used in ankle scope and burned patient's skin, patient got burn mark, unknown delay. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Per visual and functional testing no defect and/or manufacturing related condition was observed that could have contributed to the reported event. The probable root cause/s could be activation of the probe during removal from the joint space, inadequate suction causing hot saline to leak from the joint space. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the wand "burned patient's skin, patient got burn mark".